Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that needle guides in the PICC kit are not allowing an easy safe passage of the needle. The plastic is preventing the needle from going all the way through the needle guide and shearing small bits of plastic from the needle guide. Not able to use needle guide and impacts the needle. Customer states it¿s all needle guides in all the kits. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that needle guides in the PICC kit are not allowing an easy safe passage of the needle. The plastic is preventing the needle from going all the way through the needle guide and shearing small bits of plastic from the needle guide. Not able to use needle guide and impacts the needle. Customer states it¿s all needle guides in all the kits. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the needle into the needle guide was confirmed and was determined to be manufacturing related. The products returned for evaluation were two 21ga pinpoint gt needle guides. Sample 1 appeared to exhibit some deformation. Sample 2 exhibited some plastic deformation and excess flash on the needle guides 0.5cm and 2cm. An attempt to pass a non-complainant 21ga needle through each of the needle guides revealed some resistance during advancement. Microscopic inspection of the needle guides revealed the proximal end was slightly overlapped. Plastic deformation and excess flash were observed on both sets of needle guides. The excess flash and overlapping of the proximal end of the needle guide likely occurred during device manufacture. The investigation will be forwarded to the manufacturing site for evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that needle guides in the PICC kit are not allowing an easy safe passage of the needle. The plastic is preventing the needle from going all the way through the needle guide and shearing small bits of plastic from the needle guide. Not able to use needle guide and impacts the needle. Customer states it¿s all needle guides in all the kits. No other information was provided. Eight samples were returned for investigation. This report addresses all eight devices.